Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents reported from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The investigation was unable to determine a conclusive cause for the reported difficulties.

Event description:
It was reported the procedure was to treat a moderately tortuous, moderately calcified, 90% stenosed, concentric lesion in the mid right coronary artery. The lesion was dilated with an unspecified balloon dilatation catheter and the balance middleweight guide wire successfully crossed the branch with a micro-catheter. However during retraction of the micro-catheter resistance was felt between the devices. The micro catheter and guide wire could not be removed individually. The micro catheter and guide wire were removed together as one unit. A non-abbott guide wire was used to continue and complete the procedure successfully. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.